Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. I understand that it was indicated that the information being submitted for this complaint contained all the details that were known/available regarding this event, however, we need to confirm if there were any patient consequences. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Also, just to confirm, was the tissue cut? Two gst60d reloads were reported. Did the same issue occur with both reloads? If no, please explain.

Event description:
It was reported that during the lar , after he fired psee60a which had gst60d, surgeon opened the jaw. But staple did not fired. Patient consequence? :unknown.

Manufacturer narrative:
(B)(4). Batch # p57524. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with two gst60d cartridges reloads present. The cartridge (b-batch p56z14) was received unfired. The cartridge (c) was received fully fired and with the cartridge pan detached from the cartridge and missing. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.